Manufacturer narrative:
The insulin pump passed functional testing, including the self test and operating currents test. The device also passed the unexpected restart error alarm, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. No excessive no delivery alarm was noted during testing. The following physical damage was found: cracked casing at the display window corners and minor scratches on the display window.

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident was 456 mg/dl, which the customer treated with a manual insulin injection. Troubleshooting was initiated for the no delivery alarm and no anomalies were noted. However, the customer stated that he called four times in one day due to his issues with no delivery alarms. The insulin pump was returned for analysis and a replacement device was shipped to the customer.